Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a blood glucose (bg) level of 58mg/dl and orange juice and a bagel were consumed to address the low bg level. The customer indicated that the basal rate had been recently adjusted. During troubleshooting, tandem technical support assisted the customer with changing the time on the pump for daylight savings.